Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and underwent an ipg replacement procedure. The patient was doing well post operatively. The explanted ipg will not be returned due to facility policy

Event description:
It was reported that patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the old ipg was replaced with MRI compatible device. The patient was doing well post operatively. The explanted ipg will not be returned due to facility policy.